Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer reverted to using mdi as a backup therapy, and cts sent a replacement pump after confirming shipping address and providing necessary instructions for returning malfunctioning pump.